Event description:
Female admitted for non-union subtrochanteric lt femur fracture with combination failure of internal fixation. The pt had been treated with intramedullary nailing, using a locking screw. X-ray revealed failed device with proximal section of the fracture migrating superiorly and the locking screw cutting out through the femoral head and being displaced into the lateral soft tissues. The greater trochanter had been fractured off of the remainder of the femur and had now migrated superiorly. Pt unable to bear weight on leg due to severe pain. She also noted deformity of her hip and swelling and prominence over the lateral and posterior aspect of the buttock.